Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt heard a loud noise and afterwards could not hear anything.

Manufacturer narrative:
Conclusion: device investigation results identified a failure of the stimulator electronics. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient heard a loud noise and afterwards could not hear anything.